Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they experienced low blood glucose levels that caused the customer to be involved in a vehicular accident in 2015. The customer did not mention any symptoms of their blood glucose levels. The customer did not mention any form of treatment for their blood glucose levels. The customer did not provide any details about the incident or the hospitalization. The customer mentioned that the low blood glucose levels were not caused by their insulin pump. The customer did not return the product back for analysis.